Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found to have reached the normal elective replacement indicator (eri). An overestimation of battery longevity was suspected. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.